Manufacturer narrative:
The date of event/therapy date was sometime in 2016. Additional information regarding the device: the reporter stated that they did not know whether product (B)(4) was involved with this event. The brand name for (B)(4) is one-link neutral luer activated device and for (B)(4) is extension sets with one-link needle-free lv connector. The 510k number for both of those products is (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link device disconnected and leaked while a pediatric patient was undergoing a chemotherapy infusion. The chemotherapy fluid leaked onto the bed, therefore the patient did not finish a part of their therapy. There was no patient injury or medical intervention associated with this event. No additional information is available. .